Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device, and the customer's report was verified to a non-standard modification of the equipment by the customer. A steel cable leash was installed by the end-user to secure the one-step adapter to the multifunction cable (mfc), which prevented the adaptor from fully seating into the connector. After the leash was removed, the adapter was connected, and the device was able to detect the attached pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.